Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On may 1, 2017, it was reported that the device was not cutting properly on the mesher side. On (B)(6), 2017, it was clarified that the issue occurred (B)(6), 2017 during surgery. There was an extension or delay to the surgical procedure of 1-15 minutes and there an additional surgery required. There was another device used to complete the surgery and the even did cause an impact or damage to the graft harvest. The graft harvest was able to be used and there was an additional graft harvest taken. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in sap. The last repair was (B)(6), 2014 where it was reported that there was damage inside the mesher on both ends of the platform and the comb was replaced. This is not a related issue. As noted on (B)(6), 2017 per clifton pereira, qa/ra compliance manager, (B)(6) repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the (B)(6) repair database and should be documented within the complaint investigation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on (B)(6), 2017 revealed that the serial number plate was worn and the number were hard to read. The comb was bent and the bottom roller was worn. The mesher was sent to zimmer biomet surgical for evaluation and repair. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on (B)(6), 2017 revealed that the pre-test calibration could not be taken due to the damaged comb. The serial number tag was not legible and the manufacture date could not be determined. The device had visual damage to the side plates, roller, and gear. A meshgraft ii (2195) ratchet was returned with the device. No cutters were returned for evaluation. This device is non-repairable due to the combination of the serial number plate needing replaced and the age of the device. This device is being sent back to the customer without repair. The reported event was confirmed since during initial inspection the comb was bent which caused the pretesting to not be performed. The roller and the gear were damaged as well. The root cause of the device not cutting properly was due to a bent comb and a damaged roller and gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was tested and returned to the customer.

Event description:
Investigation revealed that the comb was bent.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). No code available is for the additional procedure. The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device was not cutting properly on the mesher side. The original graft harvest was usable. However, an additional unplanned graft harvest was required from the patient. No additional patient consequences were reported.